Manufacturer narrative:
Further information was provided through the service case clarifying that the ics provided a visual but no audible alarm for a vtach alarm provided by the m300+ during the event. It was noted that the speakers were plugged in [to the ics] and reported to be giving other audio alarms, just not this high priority alarm. The ics logs were provided. The m300+ logs were provided but had been overwritten and therefore could not aid in this investigation. A draeger technician evaluated the involved ics and confirmed the alarms were functional, no malfunctions were identified. Draeger clinical support requested further information including full disclosure event records, the alarm and arrhythmia settings during the time of the event and advised the customer to lock the patient record. Additionally, they informed the customer that with respect to a yellow alarm message with no sound, this is likely a medium priority latched alarm. As indicated in the instructions for use (IFU), latching and non-latching alarm section. When an alarm condition no longer exists, the associated audible and visual alarms behave in the following manner: for high-priority alarms - both audible and visual alarm signals normally continue until you acknowledge the alarm, even though the alarm condition has ceased to exist. This type of alarm is called a latching alarm. For medium-priority alarms - if the condition clears itself, the audio and visual flashing alarm signals stop. The visual alarm message is downgraded to a status message which appears in the header bar. This type of alarm is called a non-latching alarm with a latched message. For low-priority alarms - both audible and visual alarm signals automatically stop when the alarm condition ceases to exist without user intervention. Additionally, the IFU shows the vtach alarm criteria configuration includes the following settings: rate selections: >/= 100 to 200, by increments of 10 - default is >/=120 and count selections >/= 5 to 15, by increments of 1 - default is >/=10. Upon follow up with the complainant it has been confirmed that no further information is available. Review of the ics logs provided show many medium priority/yellow hr > 120 alarms from the cited m300+ during the reported time of event, but no vtach alarms. Based on the reported description stating a yellow box surrounding the box showing a hr of 120 bpm and the ics logs showing many hr>120 alarm entries, this is consistent with a yellow, latched medium priority, hr>120 alarm being provided and behaving as expected for a medium priority latched alarm. As we do not have the m300+ alarm history logs, full disclosure ECG strips or vtach alarm configuration settings from the event and the ics logs show no vtach alarms were provided, no further investigation is possible and we cannot confirm that a vtach alarm was provided from the involved m300+ device or if the criteria was met for the device to generate a vtach alarm. Based on this investigation, the confirmation post event that the device was confirmed to be operating as intended and no further issues have been reported, there is no indication a device malfunction occurred.

Event description:
It was reported that on (B)(6) around 19:15-19:45, the infinity central station (ics) did not give an audible alarm, only a visual alarm for the infinity m300+ (tele03) that was reported to have alarmed for vfib. There was only a yellow box surrounding the box showing a hr of 120 bpm. The alarm tone settings were iec fast, and it was stated that high priority alarms don¿t alarm. It was also reported that only infinity settings alarmed / showed the high priority alarm.